Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified audible alarm. The patient was not connected at the time of the alarm. The patient stated that the homechoice was beeping on and off but was now working. The patient did not know what alarm had occurred. The patient stated they cycled the power and resumed the set up with no further issues. The technical service representative was unable to determine what the homechoice alarmed with. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.